Event description:
I had prk laser eye surgery at (B)(6) institute in (B)(6) on (B)(6) 2017. Now, almost 8 months later, I'm having terrible night vision problems; particularly with blurry vision and star bursts around lighted objects. I'm seeing 20/20 during the day, which is great, but at night, I'm left frustrated by my vision. I had worn contacts and glasses prior to laser eye surgery, and I wish I had just stuck with those corrective lenses versus this terrible prk surgery I had done.